Event description:
It was reported that pt had a bilateral ifuse procedure on (B)(6) 2012. The surgeon was dr. (B)(6). As is the surgeons normal protocol, the pt went in for a CT scan on the evening of (B)(6) 2012. On (B)(6) 2012, dr. (B)(6) contacted the si-bone sales rep regarding a revision surgery. On the pts left side, the first implant was in contact with the foramen and the third implant was too posterior. The first implant was backed-out while the third implant was removed. The third implant was replaced with a 7.0mm implant and repositioned from the location of original implant. Pt complained of numbness in leg. Dr. (B)(6) removed the pt's stockings and numbness went away. On (B)(6) 2012, the sales rep was informed that the pt is doing well after the revision surgery.

Manufacturer narrative:
The failure mode and effects analysis, the instructions for use and the surgeon training didactic were reviewed. Based upon the complaint info and investigation, there is no evidence to suggest that the device was out of specification. The most probable root cause is improper placement of the device.